Manufacturer narrative:
Unit received with no button response due to flattened act button keypad dome. J2 button keypad connector was found closed properly during visual inspection. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Unable to perform functional test due to keypad anomaly.

Event description:
The customer called in wondering if they can receive a certain pump without effecting warranty. The pump will be returning.